Event description:
It was reported that the right ventricular (rv) lead had dislodged with high unstable thresholds and no capture at max pacing output. It was noted that the rv lead had pulled back into the inferior vena cava (ivc). The patient went asystolic and a temporary external pacing system was applied to recover the patient. An rv lead revision is scheduled. The rv lead remains in the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).